Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with two week history of lower extremity redness and swelling and was scheduled for doppler ultrasound and cta of the chest which demonstrated bilateral non-obstructive saddle pulmonary embolus and left lower extremity deep venous thrombosis. The patient was transferred and admitted to another facility and the following day was scheduled for vena cava filter placement. The femoral vein was accessed and an inferior vena cava venogram was performed which demonstrated a normal caliber vena cava with no clot filling defect. The lowest renal vein was identified at the l1-l2 level. The filter was deployed in good position at the l2-l3 disc space below the lowest renal veins and appeared to be in good position. The patient tolerated the procedure well. The patient was discharged in stable condition approximately three days post admission. The patient was instructed to follow up with primary care for an inr check and to follow up with vascular surgery in two months for possible removal. Approximately seven weeks post filter deployment, the patient was evaluated for a left leg dvt which was quite extensive. The decision was made to leave the filter in place. Vascular surgery explained the long-term complications are low but not zero and the patient was comfortable with the plan. Approximately six months post filter deployment, the patient presented for an outpatient office visit as an emergency department follow up. According to the patient, a clot was found in the lung the week prior. It was recommended the patient take medications as directed and to keep follow up appointments. Approximately six years post filter deployment, a CT scan of the abdomen and pelvis was performed for pancreatitis. An ivc filter was identified with several tiny nodes extending beyond the ivc and abutting the third portion of the duodenum without perforation. Approximately six years four months post filter deployment, the patient requested the filter to be removed. The vascular surgeon explained to the patient the filter has been in for over six years and may not come out and it may be more dangerous to try to remove the filter. The vascular surgeon requested to review the previously performed CT scan and make a final decision on whether a possible attempt at removal would be offered. Approximately one week later, the vascular surgeon reviewed the CT scan and identified one filter limb on the aortic side extending beyond the caval wall with possible perforation and no evidence of any injury to the inferior vena cava or aorta. The vascular surgeon recommended leaving the filter in place. The following day, the patient was called and notified of the vascular surgeons recommendations and the patient denied an appointment to discuss the findings. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for reviewed. However, medical records were provided and reviewed. Approximately seven weeks post filter deployment, the patient was evaluated for a left leg dvt which was quite extensive. The decision was made to leave the filter in place. Approximately six months post filter deployment, the patient presented for an outpatient office visit as an emergency department follow up. According to the patient, a clot was found in the lung the week prior. Approximately six years post filter deployment, a CT scan of the abdomen and pelvis was performed for pancreatitis. An ivc filter was identified with several tiny nodes extending beyond the ivc and abutting the third portion of the duodenum without perforation. Based on the provided medical records, the investigation can be confirmed for perforation of the ivc wall and is inconclusive for a tilted filter. However, the investigation is inconclusive for any filter deficiency relating the pe alleged to have occurred after filter implantation. The origin of the pe is unknown with the provided information. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter malposition - filter tilt note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with history of pulmonary emboli and deep venous thrombosis was scheduled for filter placement. The right femoral vein was accessed and the filter was deployed in proper orientation and appeared to be well-seated to the vessel wall. The patient tolerated the procedure well with no apparent complications. No additional information was provided in the medical records received. New information received: it was reported after an unknown amount of time post filter deployment in a patient diagnosed with deep vein thrombosis/pulmonary embolism, the filter allegedly had perforation of strut(s) into organs, tilted with the filter embedded in the wall of the ivc, and was unable to be retrieved. It was further reported the patient experienced a pulmonary embolism after the filter was implanted. The filter was not removed and no filter retrieval attempts were performed. Based on a review of medical records received, the patient with history of deep venous thrombosis and pulmonary embolus had a vena cava filter successfully deployed at the l2-l3 position. Approximately seven weeks post deployment, vascular surgery recommended keeping the filter in place due to extensive lower extremity deep venous thrombosis. Approximately six months post filter deployment, the patient presented for an emergency room follow up. According to the patient, a blood clot was found in the lungs the week prior. Approximately six years post filter deployment, CT scan demonstrated several limbs extending beyond the caval wall and abutting the duodenum without perforation. Approximately six years four months post filter deployment, the patient requested the filter to be removed. Vascular surgery reviewed the CT scan and identified one filter limb extending beyond the caval wall with no injury to the vena cava or aorta. The decision was made to leave the filter in place and the patient denied an appointment to discuss the findings.